Event description:
As reported by an ae assessor the patient reported that on (B)(6) she applied the v-go at 8 am and it was loose all morning at work, the needle was poking her on her abdomen. Patient tried to press the adhesive down and keep the needle in and the patient said she feels the adhesive pad is not large enough. She is 5' 2" and weighs (B)(6) lbs. She applied a new v-go at 1:30pm.